Manufacturer narrative:
Complaint evaluation: the field service engineer (fse) confirmed the damaged etco2 port. The device needs a measurement connector module. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that the measurement connector module requires replacement. It was replaced. The device passed testing and put back into service.

Event description:
It was reported to philips that the etco2 port is worn. There was no patient involvement.